Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was not fully illuminating, the battery was depleting quickly, and that an altitude alarm occurred under unknown circumstances. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.